Event description:
Pt underwent a CABG in 2005. On the following day, the pt suffered a cardiac arrest after the anastomosis of the aorta and radial artery fractured. Emergency surgery was performed, after which the pt was declared brain dead. The pt expired 3 days later.